Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stretched stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling na.

Event description:
It was reported that the procedure was to treat a moderately calcified iliac artery that is 70% stenosed. The 8.0x39mm omnilink elite 35 stent was deployed; however, it was noted that the stent length had elongated to 61mm. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.